Manufacturer narrative:
Device evaluation microscopic inspection shows a slight bend on the proximal end of the cage and biologics are present within the balloon profile. No deformation noted to remainder of chocolate cage. Crystalized residue/saline noted in the distal end of the balloon. No damage noted to distal tip. The device was flushed using a 20ml syringe with no difficulty. A 0.014¿ guidewire from the lab was front loaded via the distal tip and a blockage was noted at approx. 4cm proximal from the distal tip. The gw was loaded via the gw port of the hub and the gw could not pass the blocked area. Device connected to 20ml water filled syringe and negative prep performed with no issues noted. Device inflated to nominal pressure (9atm) and rated burst pressure (14atm) with no issues noted. Device deflated within 16 seconds with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a chocolate pta balloon during procedure to treat a mildly calcified plaque fibrous lesion in the mid to distal tibial/popliteal trunk (tpt), posterior tibial artery (pta), anterior tibial artery (ata) and peroneal artery (btk arteries). The device was prepped per IFU with no issues noted. The vessel was minimally tortuous. The vessel was stenosed. It was reported that there was difficulty removing balloon following balloon inflation. The device did not pass through a previously deployed stent. There was no resistance when advancing device. Excessive force was used when removing device. The chocolate balloon was used during the btk area procedure. Originally it was planned to inflate to rbp 14atm, but inflated to 24atm. Making it difficult to remove. In physician's opinion, it was considered that the catheter lumen had collapsed due to the inflation beyond expected rbp valve. There was no patient injury.

Manufacturer narrative:
Additional information: a balloon burst did not occur. There was no vessel damage noted following device removal from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.